Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged coughing up phlegm. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of wear and tear, moderate amount of beige dust or dirt contaminate and fiber contaminate on the outer panels, surface cracks, crevasses, in and around the air inlet area, in the air inlet canal, around the sd card slot area, around the modem area, in and around the outlet port, moderate amount of potential mineral deposits on the inside of the outlet port, clear spotty reflective coating on the outside of the rear panel surface, large amount of beige dust or dirt contamination on the top of the blower box near the air intake area and blower box chimney, large amount of beige dust or dirt contaminate and potential mineral deposits on internal blower box area. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with wear and tear, moderate amount of beige dust or dirt contaminate and fiber contaminate on the outer panels, surface cracks, crevasses, in and around the air inlet area, in the air inlet canal, around the sd card slot area, around the modem area, in and around the outlet port, moderate amount of potential mineral deposits on the inside of the outlet port, clear spotty reflective coating on the outside of the rear panel surface, large amount of beige dust or dirt contamination on the top of the blower box near the air intake area and blower box chimney, large amount of beige dust or dirt contaminate and potential mineral deposits on internal blower box area. The manufacturer confirmed there was evidence of sound abatement foam degradation.